Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and found that the o2 (oxygen) sensor was disabled on the vent set up. It was enabled and o2 cell calibration was performed. Blended gas check was done and the unit passed. 3v coin cell was replaced due to the clock alarm. Ovp (operational verification procedure) was performed and the unit operates to manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was giving an oxygen(o2) sensor error and battery clock alarm error. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.